Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to the environment, which is environmental conditions. UDI: (B)(4).

Event description:
It was reported (B)(6) that during service and evaluation, it was determined that the saw attachment device had damaged mechanics, corroded bearings, produced heat, produced unexpected noise, had corrosion/rusting/pitting and component damage. It was further determined that the device failed pretest for check oscillation frequency with frequency meter. It was noted in the service order that the device was not working properly and made a weird noise during utilization. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.